Event description:
It was reported that the tube was not connected. No injury or adverse effects have been reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One (1) photo was provided with the product label. Three (3) units were received without its original packaging label, in used condition. Visual inspection revealed that one and three showed no evidence of delamination or damage that could cause the reported failure mode, sample two present delamination at the joint between the connector and the tube. The leak test revealed one and two failed the leak test, the sample three passed the leak test. The reported failure mode is confirmed. The root cause of this event is improper follow up of procedure. Production personnel was made aware of the importance of adhering to procedure. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6).